Event description:
During review of the manufacturer's programming history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2009 which changed the patient's setting to unintended parameters. A final interrogation was not performed, so the settings were not identified or corrected prior to the patient leaving the clinic. Upon initial interrogation on (B)(6) 2010, the settings were at unintended parameters, but they were corrected at this visit. Manufacturer labeling indicates to perform final interrogations prior to patients leaving the clinic to identify such programming anomalies. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.